Event description:
It was reported that on (B)(6) 2025, a 6-4mm amplatzer duct occluder was selected for implant using a 6f amplatzer torqvue delivery system. The patient did not have a tortuous anatomy. During preparation, the physician attempted to load the occluder into the delivery system. However, this was not possible and the sheath was exchanged for a new 6f amplatzer torqvue delivery system. The occluder was successfully loaded into the new torqvue and introduced into the patient. During implant, upon deployment, the occluder deformed with a cobra shape. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient. The occluder was exchanged for a new 6-4mm amplatzer duct occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.